Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no serious patient harm or injury. The manufacturer's investigation is ongoing. Upon completion of the investigation, a follow-up report will be filed. A report will be filed with all applicable regulatory agencies.